Manufacturer narrative:
(B)(4). Section d4: device details including batch#, UDI were not provided by the customer. Method: the subject rt380 adult dual-heated evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject rt380 adult dual-heated evaqua2 breathing circuit, was not provided to f&p healthcare for evaluation as it was confirmed to be discarded. Visual inspection of the provided photographs observed a crack line on the elbow connector of the subject rt380 adult dual-heated evaqua2 breathing circuit, confirming the reported issue. The customer reported that the crack was identified after five days of patient use. Conclusion: based on the information provided by the customer and without the return of the subject device, f&p healthcare's investigation was unable to determine the cause of the reported issue. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, pressure and flow tested during production, and those that fail are rejected. The user instructions which accompany the rt380 adult dual heated evaqua2 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g., a crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in the united kingdom reported via mhra that there was a leak in the rt380 adult dual-heated evaqua2 breathing circuit during patient use. It was reported that the connector of the subject circuit had a crack in it. The subject device was not retained. It was reported that the patient had hemodynamic instability. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via mhra that there was a leak in the rt380 adult dual-heated evaqua2 breathing circuit during patient use. It was reported that the connector of the subject circuit had a crack in it. The subject device was not retained. It was reported that the patient had hemodynamic instability. Fisher & paykel (f&p) healthcare is currently in the process of obtaining further information.